Manufacturer narrative:
MDR 3003442380-2024-00724 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in china on (B)(6)2024, it was reported that on (B)(6) 2024, the patient experienced no delivery alarms. The issue was resolved by infusion set change. No further information available.